Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure both the right atrial (ra) lead and right ventricular (rv) lead were repositioned due to high thresholds. During repositioning the patient complained of chest pain and a echocardiogram demonstrated cardiac tamponade and pericardial effusion from perforation. A pericardial window was performed. Both leads were attempted not used and replaced. No further patient complications have been reported as a result of this event.